Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported on an unknown date that user had 4 items that were damaged during the cleaning process. There was no patient or doctor involvement. The lid of this screw caddy was damaged and no longer fits the screw caddy. The probe of this depth gauge was broken off. The outer sleeve of this depth gauge was bent and longer fits over the inner piece.